Event description:
The customer reported that the cannula came out of the infusion site during the night and her blood glucose rose to about 400 mg/dl. No bedtime blood glucose measurement or insulin correction in the morning was reported.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm any product condition that could have contributed to the reported hyperglycemia. The customer reported that the cannula dislodged from the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day when you wake up, before each meal, and before going to bed)," and "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, make a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours."